Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a jackler/harsh acoustic neuroma surgical procedure on a female patient, it was observed that the motor device stopped working after about an hour of use. It was reported that there was no error message on the console device. The reporter stated that the console device and foot pedal device were switched out and it was determined that the problem was with the handpiece device. It was reported that there was a ten minute delay in the procedure due to the event and an unspecified spare sterile handpiece device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. It was determined that the device passed all operational specifications. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.